Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen was cracked and unresponsive to touch, which prevented the user from announcing a meal and unlocking the device; a replacement device was issued and the original device was later received at the returns facility. Symptoms included no reported injury or adverse clinical effects. Outcomes included interruption of normal device use without medical intervention or hospitalization. Investigation included return logistics and receipt confirmation for device evaluation. Investigation of this case revealed a damaged display component consistent with physical damage, which rendered the touchscreen nonfunctional and impeded user interaction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device display unrelated to device design or manufacturing.